Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead has a history of high impedances and threshold. It was recently explanted and replaced without incident. Besides surgical intervention, there were no other adverse patient effects were reported. The lead is not expected to be returned for evaluation.